Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a battery that failed the test, pump restart was needed, and the pump would not come back on with the new battery. Troubleshooting was performed but later it was declined. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving a battery failed alarm. The customer reported that the battery cap contacts and compartment are not damaged or corroded. The customer received another battery failed alarm after inserting a new battery. The customer reported a blank display. The customer called back after receiving a new battery cap. The customer inserted a new battery with the new cap but the display did not return. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side which starts at the left belt clip rail, missing serial number label. The pump was received without a battery cap.the pump passed the sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. No blank displays were noted during testing either. Thump software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. The adapt tool lists the following battery related alerts/alarms around the event date: 58=failed battery test--10 alarms on 06/12/24 from 16:31:47 to 16:44:04. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever.the case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of battery failed test alarms was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.